Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Patient: delay in surgery, 40 minutes. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol), model pcb00, a central defect and pronounced scratches occurred on the iol. Further information was provided and stated that after implantation of the lens, a piece of the haptic was demolished, the optic has a crack from the optical edge to 1/3 optical diameter, reaching to the center. The lens was cut in the eye and explanted. A new tecnis lens was implanted. Delay 40 minutes, extension of the duration of surgery. This MDR represents the first lens implanted, then removed.